Manufacturer narrative:
Inspected one opened/used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 201 mg/dl. Customer sensor glucose was 260 mg/dl and blood glucose 160 mg/dl and also stated that currently sensor glucose shows 258 mg/dl while his blood glucose is at 201 mg/dl and was suspended. The product will not be returned for analysis.